Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had introducer needle fractured while in the body. The customer¿s blood glucose level was 120 mg/dl. Customer stated that introducer needle was hard to remove. Customer reported that the introducer needle was no longer in the body and did not receive medical treatment as a result of the needle fracturing while still in the body. Troubleshooting was performed. The sensor will not be returned for analysis.